Manufacturer narrative:
Device received with hard cannula visible through the exposed portion of the soft cannula. Blood noted on adhesive pad. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. Damage to the slide retract was noted. This caused plastic to accumulate in the horizontal inlet, producing an atypical arc that does not coincide with the arc of the formed needle, causing it to become unseated during deployment. No other damages or defects noted. Data downloaded from the device did not contain any timeouts that would indicate a struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 227 mg/dl. The pod was worn between 4 and 24 hours on the abdomen.